Event description:
It was reported that the right ventricular (rv) lead had oversensing and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Performance analysis 1-patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:09. Weekly pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 475 to 4047 ohms peak between (B)(6) 2012.